Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: d354vrg implantable cardioverter defibrillator (ICD) (B)(6)  1999. (B)(4).

Event description:
It was reported the right ventricular (rv) lead impedance increased last year to 2000 ohms and now it was suddenly greater than 3000 ohms. The lead threshold was also higher as well. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.